Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that there was blood in the connector and the physician thought there was a problem with the 6/5 mm adaptor.